Manufacturer narrative:
The test strips and meter were requested for investigation, however, the products are not available for return. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Occupation is patient/consumer.

Event description:
We received an allegation of questionable inr results for one patient tested with a coaguchek inrange meter serial number (B)(4) compared to a laboratory stago analyzer. The patient's laboratory result was 5.3 inr. Within 3 hours, the patient's meter result was 6.9 inr. The patient's therapeutic range was 3-4 inr.